Event description:
While using the lift to transfer the pt from the bed to the wheel chair, the front straps on the sling broke, causing the pt to fall approx three feet to the floor. After close investigation of the accident, there appears to be two contributing factors: 1. Age of the sling, 2. Weight of the pt.